Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced frequent low voltage advisory alarms, even after switching power sources multiple times. The controller was exchanged which resolved the issue.

Manufacturer narrative:
Section d6a: date of implant incorrectly provided in previous report. Date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was not confirmed as the alarms were not captured in the log files; however, atypical power cable disconnect alarms were captured in the log files. The low voltage advisory and power cable disconnect alarms were not reproduced during testing of the returned controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained approximately 5 days of data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log files captured atypical power cable disconnect alarms while connected to 14v batteries on (B)(6) 2022 from 11:09:01 to 11:09:03 and on (B)(6)2022 from 14:52:34 to 14:52:37 due to the relative state of charge (rsoc) voltage on the black power cable dropping to approximately 0 v. The atypical alarms resolved on their own each time. The driveline was disconnected on (B)(6) 2022 at 12:25:24 to exchange the system controller. No other notable alarms were active in the log files. The pump maintained a speed above the low-speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller functioned as intended during analysis. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.